Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the tubing clamp was sticking on the roller pump. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.